Manufacturer narrative:
The system was evaluated on-site by a field service engineer. The system was exhibiting low max energy (low energy output). The system was deinstalled and replaced with another spectranetics cvx-300 excimer laser system. After evaluation, investigation and repair were complete, low max energy (low energy output) was determined to be the cause of the reported failure, requiring deinstallation and replacement of a new system.

Event description:
On (B)(6) 2022, a procedure commenced necessitating the use of the spectranetics cvx-300 excimer laser system. However, the system displayed a power error and service lights and could not be used. The patient was unable to be treated and the procedure was postponed. This report captures the cvx-300 which malfunctioned, resulting in a delay of treatment.